Event description:
It was reported that during inspection for use the subject device had defective water supply. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) medical center. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.